Event description:
It was reported that while pulling a 3.5x15 rx xience xpedition stent delivery system (sds) from its dispenser hoop, without resistance felt, the end of the dispenser hoop snagged the stent and protective sheath, completely dislodging the stent from its balloon. The device was not used in the patient. Another rx xience xpedition stent was unpackaged and used without issue in completing the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.